Event description:
It was reported that when the device was used during a laparoscopic assisted vaginal hysterectomy, on the fourth firing, the gun made a cracking sound and the instrument did not fire or staple. Another device was used to complete the case with no pt consequence.